Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked case at battery tube side, damage keypad overlay texture and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the screen was scratched and there was a crack on the side and the reservoir lip ring and it fell out. The customer¿s blood glucose level was 118 mg/dl. The customer also reported that the reservoir was fell out and that time customer was not able to lock it in place so, they glues it in place to continued the use of insulin pump. The insulin pump will be returned for analysis.